Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 27-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to maintain an electrical connection. A test battery cap was able to fit securely to the pump and maintain an electrical connection. The pump was exercised for 24 hours with no further power interruptions observed.